Event description:
It was reported that the device had noted a power on reset. The reset was due to a "write to locked ram" error and is considered low serverity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters, critical ram parity error noted on (B)(6) 2010. Criticality: low. The device should be able to fully recover after the reset.